Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported that a tear was in the gasket of the trocar which was in the umbilicus port. Another trocar was not pulled. The trocar came from a fdc10 kit. There was no consequence to the pt.